Event description:
Customer states they performed 2-cell antibody screens on 2 prenatal patients on galileo using capture-r ready-screen, lot x161. On first galileo, positive reactions were observed for both cells. Customer performed additional testing second galileo and only cell #ii was positive. Customer states that both patients had received rh immune globulin.

Manufacturer narrative:
Customer was advised of the package insert limitation that "passively administrated anti-d may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique." Customer did not submit samples for investigation testing.